Event description:
The distributor contacted heartsine to report that their device's power button is not functioning. This may result in a failure to power on the device, which could prevent or delay defibrillation. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as during evaluation, the device was unable to be turned off via the power on/off button. This fault was attributed to corrosion damage of the membrane tail. The corrosion on the membrane tail would suggest that the device had been stored outside the indicated conditions; however, this could not be verified by other means i.e. No corrosion observed on the screws or usb contact collars. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device's power button is not functioning. This may result in a failure to power on the device, which could prevent or delay defibrillation. There was no patient involvement reported with this event.